Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead became dislodged, resulting in an atrial perforation and pericardial effusion. Peric ardiocentesis was performed and the right atrial (ra) lead was repositioned. No further patient complications have been reported as a result of this event.